Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, d.4, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. "Reported event: when attempting to make first cut with straight saw attachment, the nut backed out loosening the saw blade. It was inspected and tightened before another attempt was made. The blade loosened again. Surgeon stopped and made sagittal blade cuts while another straight saw blade attachment was tracked down. None were available. Surgeon decided to tighten the straight saw blade attachment as much as possible and continue with cuts. All cuts were made without sawblade loosening. Patient was not harmed and the surgery was a success. Case type: tka update. On (B)(6) 2019: patient was under anesthesia. There was a surgical delay of approx. 10 minutes update: the blade came off. Functional inspection: shows that the locking knob operates correctly and there is no unintended movement from the blade locking clamp. No abnormal noise levels were detected (<105db at 1m). Visual inspection: normal wear observed on the part. Dimensional inspection: not performed as the item has been used and the dimensions and tolerances on the print are no longer accurately represented by the part. Material analysis: not performed as no material failure is alleged. Product history review: product history review respectively shows the number of devices manufactured, devices that failed inspection, and their nc/npr/qt numbers if applicable. Date inspected: 11-07-2018 devices manufactured: 50 devices failed inspection: 15 nc/npr/qt numbers: qt18-11-0025 product history review shows the non-conformance(s) is/are not related to the failure alleged in this complaint. Additional notes the non-conformances may be related to the complaint being investigated. Complaint history review: a review of complaints related to p/n: 212186, lot number: 35051018 shows no additional complaint(s) related to the failure in this investigation. Conclusion: the alleged failure could not be confirmed. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard."

Event description:
When attempting to make first cut with straight saw attachment, the nut backed out loosening the saw blade. It was inspected and tightened before another attempt was made. The blade loosened again. Surgeon stopped and made sagittal blade cuts while another straight saw blade attachment was tracked down. None were available. Surgeon decided to tighten the straight saw blade attachment as much as possible and continue with cuts. All cuts were made without sawblade loosening. Patient was not harmed and the surgery was a success. Case type: tka update (B)(6) 2019: patient was under anesthesia. There was a surgical delay of approx. 10 minutes update: the blade came off.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
When attempting to make first cut with straight saw attachment, the nut backed out loosening the saw blade. It was inspected and tightened before another attempt was made. The blade loosened again. Surgeon stopped and made sagittal blade cuts while another straight saw blade attachment was tracked down. None were available. Surgeon decided to tighten the straight saw blade attachment as much as possible and continue with cuts. All cuts were made without sawblade loosening. Patient was not harmed and the surgery was a success. Case type: tka. Update 12/june/2019: patient was under anesthesia. There was a surgical delay of approx. 10 minutes. Update: the blade came off.